Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer states they have received replacement products, however, have not used them yet. Customer states she is in the hospital due to an infection and not her diabetes.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 130-150 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the dining room. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 09/16/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly): (B)(6). Customer called in states the meter is reading high.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 3/19/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer states they have received replacement products, however, have not used them yet. Customer states she is in the hospital due to an infection and not her diabetes.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 130-150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the dining room. During the call on 03/02/2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 09/16/2018 and open vial date is 10/31/2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly) result 1 :445mg/dl, date: (B)(6) 2018, time:9:51am, fasting; result 2 :427mg/dl, date:(B)(6) 2018, time:7:34pm, fasting; result 3 :353mg/dl, date:(B)(6) 2018, time:6:17pm, fasting; result 4 :239mg/dl, date:(B)(6) 2018,time:1:00am,fasting; result 5 :537mg/dl, date:(B)(6) 2018, time:9:12pm, fasting. Customer called in states the meter is reading high.